Event description:
It was reported via social media that a death occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). One month post index procedure the patient died of unreported causes.

Manufacturer narrative:
Date of death - aware date of (B)(6) 2023 used as date of death is unknown. Date of event - aware date of (B)(6) 2023 used as event date is unknown.